Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the staff is unable to set alarm limits or patient parameters. The customer describes the screen is 'locked.' The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the unit and no problem was found. The unit passed test.